Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during product inspection prior the surgery the universal oscillating saw attachment was missing pins. There was no report of patient injury or medical/surgical intervention associated with the reported event.